Event description:
It was reported that the device was used during a laparoscopic gastric bypass. When firing trigger was pulled for the fourth firing a "cracking" sound was heard. There was difficulty in opening the device, it finally released by pulling on the firing trigger. When device was opened the (proximal) end of load was partially stapled, but did not cut. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary - the analysis results found that one device was returned with the firing mechanism damaged and with a partially fired reload. The returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its compete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. No functional test could be performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.